Event description:
This case was reported by a consumer and described the occurrence of dizziness in a male patient who received corega (super poligrip - variant not specified) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started corega (super poligrip - variant not specified). At an unk time after starting corega (super poligrip), the pt experienced dizziness and exacerbation of asthma. This case was assess as medically serious by gsk. Corega (super poligrip) was discontinued. At the time of reporting, the events were resolved. Manufacturer's comment: the manufacturer's number for this case is 9681138-2008-00011. Super poligrip is manufactured in another country, and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.